Event description:
In 11/2000, the pt's blood glucose on the fasttake meter was 230 mg/dl. Feeling ill, the pt was transported to the hospital where a laboratory blood glucose result was 550 mg/dl. The pt was admitted for diabetic ketoacidosis and hypertension and was released to a rest home on 5 days later. The pt is a double amputee with neuropathy, arthritis and hypertension. Prior to hospitalization, the pt took avandia once a day, but is now on a sliding scale "insulin mix". The pt expected to be released from the rest home in one to two weeks.